Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to duplicate the reported issue.  After removal of the external usb data cable, proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, while attempting to power on their device, the device would only briefly flash and then power off.  The user was unable to power the device on during the reported patient event.  An unknown time later, patient care was transferred to the local hospital where care was continued.  The patient survived the event and there was no report of any adverse outcome.